Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after surgeon entered a lateral femoral nail (lfn), it became stuck in the medullary cavity and needed to be removed. During the rotational movements, the guide of the nail (insertion handle) broke at the junction, leaving a nail which was still attached to the guide but was free to rotate. The lateral femoral nail was removed and exchanged for a proximal femoral nail antirotation. This report is for one unknown nail. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown nail. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.